Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown concentration and dose via an implantable pump for spinal pain. It was reported that the patient was having an MRI of the brain and it was not due to a problem with the device or therapy. It was unknown if the symptom of seizures was related to the device or therapy. The patient stated she had a seizure and she had not had them before. It was considered a sudden change in therapy/symptoms. The event date was stated as last week (approximately (B)(6) 2017). There were no further complications.